Event description:
It was reported while using bd alaris syringe module syringe administration set there was a hole. There was no report of patient impact. The following information was provided by the initial reporter: customer received report from their clinicians of a defective alaris syringe tubing set, ref10014914. A hole was found in the pressure sensing disc. We have sequestered the item to return for qa.

Manufacturer narrative:
The following fields have been updated due to additional information: device available for eval?: yes returned to manufacturer on: 25-jul-2023 investigation summary: a complaint of a hole being found on the pressure sensing disc was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Leakage was noticed from the side of the pressure sensing disc. A device history record review could not be performed on model 10014914 because the lot number is unknown. The manufacturing site was notified of this defect. After the investigation along with manufacturing team (manufacturing and quality operations), the most potential root cause that generates the leakage in the pressure sensing disc is an incorrect membrane sealing due a misalignment in the disc position fixture or nest. Due to the lot being unknown, the manufacturing date could not be determined, however in november of 2022, a leak on this component was identified, document, and corrected in a quality notification. This notification included adjustments of the disc position fixture and air pistons to prevent this defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris syringe module syringe administration set there was a hole. There was no report of patient impact. The following information was provided by the initial reporter: customer received report from their clinicians of a defective alaris syringe tubing set, ref (B)(4). A hole was found in the pressure sensing disc. We have sequestered the item to return for qa.